Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of a permanent implantable pulse generator (ipg) the temporary external pulse generator (epg) pacer quit working and the patient flat lined, requiring immediate chest compressions. The permanent ipg system was implanted. No further patient complications have been reported as a result of this event.